Event description:
It was reported that during a trans-abdominal pre-peritoneal procedure, during the first firing the clips didn´t came out correct. The surgeon tried it several times then he opened a new device and finished the surgery. There were no consequences for the patient.

Manufacturer narrative:
(B)(4). Date sent: 04/20/2012. The analysis results showed that one device was returned with the nose open; however the nose weld was noted to be sufficient. During the analysis the staples would not feed, therefore, the device could not be functionally tested. The device was disassembled to verify the conditions of the internal components and the lifter was noted to be broken and a piece missing. After further inspection, the other piece of the lifter was found inside the package. It is possible that the tip of the device was constrained during the procedure in a manner as to prohibit the natural movement of the lifter, resulting in the driver digging and breaking the lifter. Attempting to fire the device repeatedly will cause the staples to jam and ultimately enough pressure will build in the nose to open it and the pieces of the lifter to eject from the device. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at a final inspection. A batch record review was performed and no anomalies were found during the manufacturing process.